Event description:
Out of the box failure. No patient harm. Boston scientific expo 6f fr4 cath opened and tech noticed that there was no "curve" in catheter. Not used on patient. Replaced with same type catheter that did have the curve. Packaging intact. Appears wrong product was placed in the package during the manufacturing process. This facility has had two similar events with this product in the last month.